Event description:
Info received indicates during a preventative maintenance check, the technician found a high ground resistance reading on the ac power cord.

Manufacturer narrative:
The technician isolated the issue to a broken ground wire in the power cord. He replaced the power cord to repair the bed.